Event description:
It was alleged that during a case when the dr went to irrigate a white plastic piece blew out of the valve and into patients abdomen. Case was delayed for five minutes. There was no injury to the patient reported.